Event description:
It was reported that prior to implant, the helix would not extend properly and the lead was not used. The hosp threw out the lead and box in the waste and will not be returned for analysis.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.